Manufacturer narrative:
Investigation summary: bd received photos from the customer facility for investigation. The photos were evaluated, and the customer's indicated failure mode for safety shield separation was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the photos, the customer¿s indicated failure mode for safety shield separation with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle with pre-attached holder safety device fell away from the needle after use. No serious injury or medical intervention was reported. Verbatim: "staff took blood from a patient. After withdrawing the needle went to activate the safely device, only to find it fell away from the needle."

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle with pre-attached holder safety device fell away from the needle after use. No serious injury or medical intervention was reported. Verbatim: "staff took blood from a patient. After withdrawing the needle went to activate the safely device, only to find it fell away from the needle."